Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. As received, the monitor failed pulse testing. Upon evaluation, there was residue on the j1002 connector on the defibrillator board. The cause of the test failure is the residue buildup. The root cause of the residue build up cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for an unrelated reason, a reportable problem was found. The monitor failed pulse testing.